Manufacturer narrative:
Sample from the patient was submitted for investigation and an increased level of ige-igg complexes was detected. This most likely caused the reduced detection of ige in the undiluted sample. These complexes may result from an auto-immune disease and/or may be remnants of a terminated anti-allergy or anti-asthma therapy. Product labeling for the assay states not to use the assay for patients under treatment with xolair or similar drugs containing anti-ige antibodies.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable elecsys ige ii immunoassay result for one patient sample. The customer used cobas 8000 e 602 module serial number (B)(4). The initial result for this sample was 991.7 iu/ml. The doctor did not agree with the result as it was not consistent with the medical history. This patient normally had a result of 21000 ui/ml. The customer performed dilutions of the sample as follows: 1:5 dilution result was 4569 iu/ml. A 1:10 dilution result was 12609 iu/ml. A 1:50 dilution result was 20333 iu/ml. A 1:100 dilution result was 21548 iu/ml. There was no allegation of an adverse event.